Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the guidewire could not pass through the sheath tube, and it was found that the sheath tip was kinked. There was no blood loss. Additional information was received on 20 jan 2026: procedure performed was a coronary stent implantation surgery. Hemostasis was achieved by replacing it with a new angio-seal. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: establishment name: (B)(6), e1: phone number: unknown, e3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, guidewire, sheath, arteriotomy locator, and foil pouch. The device was visually inspected. The foil pouch was returned unopened. The sheath and locator were returned separate with a kink at the blood inlet holes of both components. The angio-seal device was returned for evaluation, and kinks were noted at the blood inlet holes of the hemostasis sheath and arteriotomy locator. As a result, the complaint can be confirmed for damage sustained to the sheath and locator. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).